Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ specialty use sterile hypodermic needle there was an issue with needle not aligned in hub. There was no report of injury or medical intervention.

Manufacturer narrative:
Additional info/correction: after further review of the information provided, this complaint is deemed not reportable. Bent needle point is not a reportable event.

Event description:
It was reported with the use of the bd precisionglide¿ specialty use sterile hypodermic needle there was an issue with needle not aligned in hub. There was no report of injury or medical intervention. This complaint is not reportable.